Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. The cec adjudicated that non q wave mi with the 3rd udmi peri-pci mi occurring one day post index procedure in the mid lad (target vessel). The sponsor assessed the event as possibly related to the device and not related to the anti-platelet medication.